Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the head was not working and therefore the cable was replaced. It was further noted that the label was missing its back coating and the label was also replaced. (B)(4).

Event description:
It was reported that the radiofrequency programmer head was not working. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the radiofrequency programmer head was not working. The programmer head was returned for service. No patient complications have been reported as a result of this event.